Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately ten years post initial bilateral tka, the male patient had a revision of his right knee for an unknown reason. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by legal team, approximately ten years post initial bilateral tka, the male patient had a revision of his right knee for an unknown reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
As reported via legal documentation approximately 120 months after a right total knee replacement the patient underwent a revision surgery to address prosthetic wear and loosening. The patient has experienced a painful and unstable right knee replacement. Post operative report noted aseptic loosening of the femoral component and marked osteolysis. Upon exposing the knee, the surgeon observed extensive synovitis, the polyethylene liner was removed. There was noted to be wear of the liner. The femoral component was noted to be loose with significant fibrous tissue beneath it with significant amount of osteolysis of the distal femur. The patella was noted to be well fixed, but there was some wear on the patella. There was some osteolysis of the remaining patella that was debrided. Small femoral and tibial cysts were observed. No medical or surgical interventions were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6 - medical device problem code. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information reported via legal documentation and patient reports states that approximately ten years post initial bilateral tka, the patient had a revision of his right knee for failed tka, aseptic femoral loosening, and osteolysis. Op notes further report, the patient presents with a painful and unstable right knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient has failed conservative management including activity modification and anti-inflammatory medications. All options were discussed in detail with the patient and he decided to proceed with revision right total knee replacement. The patella was subluxated laterally. There was very extensive synovitis, and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose, and it was removed. There was significant fibrous tissue beneath it with massive osteolysis of the distal femur.there was no evidence of infection grossly although multiple specimens were sent to pathology.the patella was noted to be well fixed, but there was some wear on the patella.there was some osteolysis of the remaining patella that was debrided. The patient will be allowed to weight-bear as tolerated. Postoperative antibiotics as well as dvt prophylaxis will be administered. An x-ray will be obtained in the recovery room. The patient will be seen by the case manager/social worker who will coordinate the discharge plan. The patient will be discharged home from the hospital when comfortable and have met all physical therapy goals. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. No other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.